Event description:
Patient reported a rupture. Later representative reported "rupture and seroma." This record represents the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event seroma-late and rupture was received on april 03, 2025. With lot number 2231691. Based on the product analysis performed, the assessments of the complaints are - seroma-late: unable to observe as it is not related to the manufacturing process. - rupture: not observed. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a rupture. Later representative reported "rupture and seroma." This record represents the right side. Device has been explanted, it is unknown if it was replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2a, d2b, d4, d.6a, d6b, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported a rupture to an unknown side. This record represents the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture to an unknown side. This record represents the right side. Device remains implanted.